Event description:
Alleged the knee motor will operate as soon as ac power is applied to the bed.

Manufacturer narrative:
The facility isolated the issue to the power supply board but has declined to repair the bed.